Event description:
The pt was bilaterally implanted with siltex spectrum post-operatively adjustable mammary prostheses on 9/8/95. Subsequently, the pt experience a deflation of the right device and bilateral capsular contracture and pain. The devices were removed on 6/22/98.